Event description:
The saline implants dos (B)(6) 2011 in the right breast, it didn't drop properly in the pocket. In the left breast I have had over time a burning sensation and in the last month small red blistering lesions have appeared on the left breast. I have gained weight since my implants over (B)(6) since 2011. I am concerned of mold issues from possibly a faulty valve from implants.